Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens and the lens tore. The lens was removed in pieces with no patient injury. The incision was not enlarged or sutured.

Manufacturer narrative:
H6: eval results: visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.